Event description:
It was reported that the power module did not communicate with the system monitor or wirelessly with the heartmate touch. Different power module patient cables (pmpcs) were used and the fault was still present. The power module was exchanged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module not properly communicating with the system monitor/heartmate touch was confirmed. The returned power module (serial number (B)(6) ) was received at the european distribution center. The unit was tested, and the test system controller did not communicate with the test system monitor while the unit was in use; however, the power transfer to the system monitor and controller worked as intended. The issue resolved after the unit¿s main printed circuit board (pcb) was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The power module¿s original main pcb was forwarded to the product performance engineering (ppe) department for further analysis, where similar events were reproduced. The test system controller was able to operate a mock loop as intended despite the communication issue. The power module¿s main pcb was electrically measured, and several components on the board¿s controller tx (transmit) circuitry were observed to be damaged. The controller rx (receive) circuitry was also measured and appeared unremarkable. These measurements would indicate that the controller would be able to receive data while the power module was in use, but would be unable to transmit data, which is consistent with the testing of the unit. The root cause of the damage to the main pcb, causing the reported event to occur, was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.